Event description:
(B)(4). Continuous bleeding lasted for nearly 6 months, once it finally came to a stop my periods were irregular. I'll have a period every 2 weeks sometimes and then there will be times I go more than a month without one. The back and abdominal pain are debilitating.